Manufacturer narrative:
Product event summary: at analysis it was determined that the cable input connector was damaged, that a connection pin from a plug was stuck in the cable input connector. Additionally it was noted that the battery was depleted however it was additionally noted that the depletion was considered normal. The battery, cable input connector and product label were replaced and the device then passed its electrical safety as well as all functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the software analyzer which was originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.